Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 to address this event. The customer had previously replaced the cartridge chemistry (cc) probe which did not resolve the multiple analyte quality control issues. The field service engineer (fse) removed and cleaned the cc collar wash. The fse performed alignments on sample probe to cuvettes. The fse checked other top end alignments. The fse replaced the a/b valve and ran a complete cuvette wash. The fse replaced the probe assembly and valve. The fse verified repairs per established procedures. The instrument was returned back into operation upon the completion of the necessary and verified repairs. Root cause is not known but hardware repairs resolved the issue. Associated mdrs: 2050012-2012-00156; 2050012-2012-00265.

Event description:
The customer reported that erroneously elevated triglyceride (tg) results were generated on an unicel dxc 600 synchron system for multiple patient samples over two days. This is report one of two and represents the erroneous tg results generated on (B)(6) 2011. Beckman coulter inc. Assessment of customer supplied data indicates the generation of seven patient results where the initial tg patient result was elevated and upon repeat generated a lower result. The erroneous tg patient results were reported outside of the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Patient results for multiple other analytes were provided by the customer however the customer indicated that all other patient results were valid and only tg results were regarded as erroneous. The customer indicated that assay quality control (qc) results for multiple cartridge chemistries did not meet specifications. The samples were serum samples and no sample issues were noted.